Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an right ventricular (rv) lead bipolar lead impedance warning was triggered for low impedance via remote transmission. An in-clinic device check was conducted four days later during which it was verified that the patient underwent an ablation procedure for atrial fibrillation the day of the event. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.